Event description:
Complainant alleged that during a routine preventice maintenance check, the device would not charge. The complainant indicated in that there was no patient involvement in the reported failure.